Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 85% stenosed lesion was located in a moderately tortuous and severely calcified circumflex/obtuse marginal artery. When advancing the 330 cm rotawire guide wire over the burr, it was noted that the tip of the guide wire broke off inside the body of the patient. About 3cm of the radiopaque section broke. The physician was unable to retrieve with a snare. The physician performed balloon angioplasty and used a bare metal stent to stent the tip of the guide wire to the wall of the vessel. No patient complications were reported and the patient's status was listed as fine.

Manufacturer narrative:
Device evaluation by manufacturer: the device received presented distal tip fractured. The visual and tactile inspection performed revealed core wire fracture at the proximal end of the device. The fractured piece was not returned. Analysis of the wire revealed the corewire fracture occurred due to a bending overload. All other measurements taken were within specification. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 85% stenosed lesion was located in a moderately tortuous and severely calcified circumflex/obtuse marginal artery. When advancing the 330 cm rotawire guide wire over the burr, it was noted that the tip of the guide wire broke off inside the body of the patient. About 3cm of the radiopaque section broke. The physician was unable to retrieve with a snare. The physician performed balloon angioplasty and used a bare metal stent to stent the tip of the guide wire to the wall of the vessel. No patient complications were reported and the patient's status was listed as fine.